Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, a test reservoir was installed and did not lock in place due to completely broken reservoir tube lip, missing o-ring (reservoir tube), cracked reservoir tube window, cracked case at reservoir tube window corners and missing end cap sticker.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 115 mg/dl at the time of the incident. The customer stated that she pulled off her pants and the plastic piece of the reservoir rim broke off. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.